Manufacturer narrative:
Initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner came downstairs to central sterile with a cable still stuck in the tensioner and we are unable to remove it. There was no patient involvement. This report is for one (1) cable tensioner this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: service and repair evaluation: it was reported that on an unknown date, the cable tensioner has a cable stuck inside it and unable to be removed. The repair technician reported the device has a cable stuck inside the tensioner and requires further testing at the vendor. The cause of the issue is unknown. The vendor reported that the cable was removed, the tensioner lubricated, and the device passed functional testing. There were no cable frays detected. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 391.201, synthes lot number: p224774, supplier lot number: n/a, release to warehouse date: 21oct2015, expiration date: n/a, supplier: rti surgical. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: initial reporter is health care facility employee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: service and repair evaluation: it was reported that on an unknown date, the cable tensioner has a cable stuck inside it and unable to be removed. The repair technician reported the device has a cable stuck inside the tensioner and requires further testing at the vendor. The cause of the issue is unknown. The vendor reported that the cable was removed, the tensioner lubricated, and the device passed functional testing. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E4 h6.